Event description:
An implantable pulse generator (ipg) was returned from a health care professional post mortem. Information identified in the paperwork indicated the patient died approximately 11 months post implant of the ipg system and cause of death was unknown. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).